Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, customer reported an undefined low blood glucose (bg) level of 29 mg/dl and an undefined high bg level above 500 mg/dl. Customer's wife was required to intervene by providing glucose tablets and orange juice in order to treat low bg, and to administer a correction injection to treat high bg. Reportedly, the touch screen issue resolved and customer declined further troubleshooting with tandem technical support.